Event description:
The customer confirmed the issue occurred during procedure. The distal cover was already out of patient¿s mouth. It got stuck between the e-tube and bite lock. The lot number of the maj-2315 is not available. The distal cap was found. The type of procedure being performed with an ercp. The procedure was completed with the same device. The distal cap was found dislodged at the end of the procedure. The procedure was not prolonged. The patient's anesthesia/sedation was extended no longer than fifteen minutes when looking for the distal cap. The procedure did not need to be cancelled or postponed. It was not provided if any medical intervention was required. There were no other devices connected to the subject device when the failure occurred. The scope and the maj-2315 will not be returned as they felt it was a user error. The patient's pre-existing conditions or patient demographics are unknown. Other patient related identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. It is possible the event occurred due to the following: the cover was damaged by chemical attack from adhesion of chemicals such as anti-fog agent. As a result, the cover was easy to come off the scope. The cover was insufficiently attached to the scope. As a result, the cover was easy to come off the scope. However, the root cause of the phenomenon could not be identified. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." This supplemental report is also being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility reconfirmed the correct operation method by contacting olympus or another expert within the facility. 2. The facility carefully reviewed and followed the instructions for use (IFU). (Instructed the personnel to read the instruction manual.) 3. The facility educated or continuously educated its personnel about handling methods. 4. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) 5. The facility used care when attaching the distal cover, so that it does not crack. Per the facility, in-service training has been conducted with all staff members. A return demonstration of the application of the distal cover was reviewed and approved. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii duodenovideoscope, the single use distal cover (maj-2315) was observed to have fallen off. This event occurred during an endoscopic retrograde cholangiopancreatography procedure. According to the reporter, the dislodged cap was found in the patient¿s bed following the completion of the procedure. The procedure was not prolonged. There were no reports of patient harm or impact associated with this event. Related complaints: (B)(4), (B)(4) captures the issue with the involved maj-2315.